Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, the right atrial (ra) lead was found to have exhibited oversensing of noise which resulted in noise reversion and automatic mode switch (ams) episodes. No intervention was performed. The patient was in stable condition.